Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had an isolated stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 2,000 ohms in this right atrial (ra) lead. Technical services (ts) discussed programming options and turned off respiratory rate trend (rrt). No adverse patient effects were reported. This product remains in-service.